Event description:
It was reported that an alert was triggered due to a shock delivered and a transmission was sent. The shock converted the rhythm. The real time electrogram indicated the patient had returned to ventricular tachycardia (vt). The clinician reviewed the transmission and called the patient. There was no answer and 911 was called. The patient was found deceased at home by emergency medical services. The clinician questioned if there was an issue with the device as it did not show redetection and no further shocks were provided. Post mortem interrogation of the implantable cardioverter defibrillator (ICD) was performed. Technical review of the save to disk revealed the device detected 4 more times after the initial episode that was viewed. On the date of death the device detected 5 separate episodes of sudden vt with successful conversion to paced rhythm after each shock. All episodes show appropriate vt detection, except for brief t wave oversensing in one episode. The final episode shows appropriate vt detection and successful shock conversion, followed with biventricular pacing. However, it appears in this case that tachycardia did not reoccur, but it was presumed that the dying heart eventually could not be captured with pacing. Cause of death was unknown. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD implanted: (B)(6) 2013.